Event description:
It was reported that a device was used during an unk procedure. The device would not cut the tissue or the breakaway washer. There were no pt consequences reported. No further info is available from the affiliate.